Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used during a cholangioscopy procedure performed in the common bile duct on (B)(6) 2022. During the procedure, the visualization of the spyscope ds ii was lost approximately five minutes into the procedure. The catheter was plugged in and out of the controller; however, the problem was not resolved. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter phone number: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block e1 (initial reporter phone number): (B)(6). Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were elevator marks on the shaft of the catheter. No defects were noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment for visualization was performed. The device was plugged into the controller. No image was displayed. The handle was opened and the components within were visually inspected. It was noted that there was procedural residue on components in the breakout region, indicating procedural fluids had flowed back up the optics lumen into the handle during use. X-ray imaging of the distal tip showed signs of corrosion of the camera wire at its connection to the redistribution layer (rdl), exemplified as a lightened contrast in the solder beads, cloudiness in the surrounding glue, and gaps between the camera wires and solder pads. X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba) or camera wires. The reported event was confirmed. During product analysis, evidence of fluid ingress into the optics lumen was observed in the form of procedural residue at the top of the optics lumen in the breakout, and corrosion of components in the distal tip. No image was observed upon plugging the unit in, likely due to the corrosion of the electrical contacts in the tip caused by fluid accessing the region. During use, it is likely that procedural factors caused this fluid to enter the optics lumen and the image signal could not withstand the change in capacitance created by the introduction of saline into the optics lumen. An investigation to address this problem is in progress. Therefore, cause traced to device design is the most probable cause selected for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used during a cholangioscopy procedure performed in the common bile duct on (B)(6) 2022. During the procedure, the visualization of the spyscope ds ii was lost approximately five minutes into the procedure. The catheter was plugged in and out of the controller; however, the problem was not resolved. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.